Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and no abnormalities were found. The customer performed precision testing and had failing results. The field service engineer found a leaking nozzle. He performed system cleaning. The customer performed calibration and qc with acceptable results. Precision testing was performed with passing results. The customer's calibration results were ok. The customer provided data for one level of qc and the qc ranges were requested but not provided. The following sample pre-analytical details were requested but not provided: sample size, manufacturer, and centrifugation. The customer's system alarm trace was requested but not provided. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ureal urea/bun results for one patient tested on a cobas 8000 c 701 module. Prior to patient testing, the customer confirmed qc was within the acceptable range. The patient's initial ureal result was reported outside the laboratory. The patient's reported result was questioned by the physician and the physician requested the sample to be repeated. The customer performed repeat testing with the patient's sample with a different cobas 8000 c 701 module. The patient's initial ureal result was 17 mg/dl. The patient's repeat ureal result was 90 mg/dl. The customer determined the repeat ureal result was correct. The bun reagent lot number was 58320001 with an expiration date of 31-jul-2022.